Event description:
Rptr noted device was not irrigating properly during irrigation/aspiration. Chamber collapsing several times. Noticed posterior capsule tear after intra-occular lens was implanted. Pt was referred to retinal specialist with no retinal tear noted. But intra-occular lens not placed well & will require additional surgery to remove & replace.